Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital for hemolysis, elevated powers, elevated bilirubin levels, and hematuria. The hospital staff suspected thrombus in the pump. The patient was moved up on the transplant list and received a heart transplant.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.